Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan reporting imprecise blood glucose readings with the subject meter. The reported issue first occurred on (B)(6) 2011 at 2:20pm when the patient reportedly obtained blood glucose readings of "220, 591, 222, 480, 222, 253 mg/dl" within a 20 minute time period. The patient self treated with 0.5 units of novolog; however, denied having any symptoms at the time and did not report any other forms of medical intervention. The reported results did not meet lifescan's precision criteria. The customer service representative troubleshot the alleged inaccuracy issue with the patient and noted that the correct testing steps and approve sample sites were used for testing. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. The patient did not suffer from any serious injuries and did not receive any form of medical intervention that would indicate a serious injury. However, this complaint is being reported because the alleged inaccuracy issue was not resolved with troubleshooting.

Manufacturer narrative:
The 510(k) # is k082590. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.